Event description:
It was reported that a user experienced repeated failures to pair a dexcom g7 sensor to the ilet, resulting in the cgm menu displaying "start sensor" after entering the four-digit pairing code and observing a full circle icon near the battery indicator; user was advised to restart the ilet, then to shut down and use backup therapy when pairing remained unsuccessful, and later successfully initiated a new sensor after toggling cgm type to g6 and back to g7 and reentering the code. Symptoms included no adverse clinical effects and no reported hypoglycemia or hyperglycemia. Outcomes included temporary interruption of automated insulin dosing and use of backup therapy until a new sensor could be started. Investigation included guided troubleshooting, device restart, cgm mode toggle, review of device history indicating a "replace sensor now" alert, and reattempted pairing with a new sensor. Investigation of this case revealed a cgm pairing integration issue limited to the ilet interface with the initial sensor, which resolved after workflow adjustments and starting a replacement sensor. It was concluded, based on previously established findings for similar reports, that the cause was user interface or software interaction during cgm pairing that led to an unsuccessful initial pairing, with normal function restored after reconfiguration and sensor replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.